Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed item. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an inspection in the warehouse it was noticed the failure of defective devices. It was noticed that the nail prox drop ((B)(4)) has a defective attachment. Four genesis ii tibial alignment spiked fixation rod ((B)(4)), the screwdriver release handle ((B)(4)), the journey ii bcs articular insert trial size 5-6 9mm right ((B)(4)), the journey ii bcs articular insert trial size 5-6 9mm left ((B)(4)), r3 0 deg 32 mm trial 48 mm ((B)(4)), the honeycomb ((B)(4)), the box chisel ((B)(4)), journey ii bcs articular insert trial size 1-2 11 mm right ((B)(4)), the lag screw 3.2 guide pin sleeve ((B)(4)), the medium hexdriver ((B)(4)), the subtroc lag screw driver ((B)(4)), the accord dual ended hex driver ((B)(4)) two thin osteo blade 8x3 ((B)(4)), the thin osteo blade 12x3 ((B)(4)) and the journey dcf ap fem cut blk 4 ((B)(4)) were noticed cracked. The nail prox drop ((B)(4)), the meta anterior drop ((B)(4)), the mi z handle acet reamer ((B)(4)) and two thin osteo blade 8x3 ((B)(4)) were noticed broken. No case involved.